Event description:
Boston scientific received information that this atrial lead had dislodged following the implant procedure. The pocket was re-opened and the lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.